Event description:
The customer observed falsely elevated total bilirubin result for a patient while running on the alinity c processing module. The following data was provided: sid (B)(6): total bilirubin: initial result: 8 umol/l; repeat result: 5.864 umol/l . There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier - (B)(6) (patient identifier exceeds the allowable character spaces in this field). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the module, performed troubleshooting on the alinity c processing module, serial number (B)(6), and determined the alnty c-series cuvtte d (04s52-01) the likely cause of the issue. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the part or the instrument that may have contributed to the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the alnty c-series cuvtte d or alinity c processing module and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.